Event description:
It was reported that a cartridge alarm occurred during basal delivery intermittently with multiple cartridges. Customer loaded a new cartridge to resolve the cartridge alarm issue. The customer's blood glucose was 285 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.